Manufacturer narrative:
The device was not returned for analysis. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The root cause of the reported difficulty is based on the circumstances of the procedure. In this case, it is likely a cuff miss occurred due to an interaction with patient anatomy or during deployment contributed to the reported suture retrieval issue, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a proglide after a peripheral vascular interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Another proglide was used and the same issue occurred. Another perclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.